Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, 90% stenosed, mid circumflex. An attempt was made to cross the lesion with the balance middleweight universal ii (bmw) guide wire; however, it would not cross. Resistance was felt during retraction of the guide wire from the vessel and the guide wire tip was observed to be stretched after removal; however, with the coils still tightly wrapped around the core. A non-abbott guide wire was used successfully to finish the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were unable to be confirmed however the tip was noted to be kinked. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.